Manufacturer narrative:
(B)(4).

Event description:
Patient's step father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient was not receiving audible alerts on the g5 mobile application. No additional patient or event information is available.